Event description:
The customer sent this device in to baxter service for repair. During testing, it was found that the device underinfused. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.